Manufacturer narrative:
As of the date of this report, the monopolar curved scissors tip cover has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during central processing, the tip cover of a monopolar curved scissors (mcs) was found to be damaged. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been evaluated by the failure analysis (fa) team. The instrument exhibits scratch marks/abrasions on the brown section of the tube extension. Tube extension scratch marks measured roughly 0.1250" x 0.1250". There was no material missing. Common causes of the failure mode scratch marks/abrasions instrument tube extension are attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.